Manufacturer narrative:
(B)(4) d6a. Implant date: between (B)(6) 2019 and (B)(6) 2023. D10: item # 110030776, cr 40mm glenosphere std cocr, lot # 65804655, item # unknown, baseplate taper adaptor, lot # 65988098, item # unknown, central screw 6.5x30mm, lot # 65979370, item # unknown, screw 4.75x25mm, lot # 66008641, item # unknown, screw 4.75x30mm, lot # 66150608, item # unknown, srs stem 10x75mm, lot # 920120, item # unknown, srs ic segment, lot # 427460, item # unknown, humeral tray, lot # 66138394, item # unknown, srs proximal body 48mm, lot # 65696594. Literature - beady, n.d., guy, c., chalmers, p.n., joyce, c.d., tashjian, r.z. (2025). Management of shoulder prosthetic joint infections with humeral bone loss using a customizable articulating long stem spacer (the frankenspacer). Jses reviews, reports, and techniques, volume 5 (issue 4), 685-692. Https://doi.org/10.1016/j.xrrt.2025.06.002. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 10-mar-2026 that reported a retrospective study from the united states. The purpose of the study was to describe a novel technique for treatment of this unique patient population along with its risk of complications and reinfection in patients undergoing staged revision shoulder arthroplasty. The study reviewed 17 patients and 18 shoulders (1 bilateral) between january 2019 and december 2023 who underwent revision for suspected periprosthetic joint infection with proximal humeral bone loss noted preoperatively or at the time of surgery. After removal of the previous implants, a cement spacer was implanted using a osteoremedies prefabricated antibiotic humeral head, a steinmann pin, and a zimmer biomet straight humeral nail, and unspecified antibiotic cement to connect the pieces together. The spacer was press-fit into the humeral canal. Second stage reimplantation was considered in cases once patients had completed at least 6 weeks of antibiotics, they had negative inflammatory labs and there was no evidence of wound erythema or drainage. The mean age at the time of spacer placement was 63.6 ± 7.4 years, with an average follow-up of 22.8 ± 16.0 months (range 4-57 months) the study had 8 males and 9 females. It was reported that following stage 2 right reverse total shoulder arthroplasty with proximal humeral replacement, the patient experienced an atraumatic dislocation of the glenosphere component. Revision surgery was considered; however, conservative management was pursued. The patient remained under pain management, and all implants were retained. Due diligence has been completed for this complaint; to date all available additional information has been received.